Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Since the lot number and product number were unknown, a device history record (DHR) review could not be conducted, as no information was found for liberty cycler sets sent to the customer in the search parameters. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the liberty select cycler experienced fluid leak from inside cassette door was discovered. It was unknown if there were any messages or alarms. It is unknown at which point the leak may have begun. The cause of the leak was unknown. The cycler was replaced as a result of the event. Upon follow-up, the pdrn confirmed that the leak was discovered at the end of a peritoneal dialysis (pd) patient's treatment. The patient information was unknown. There were no alarms reported. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler. The clinic has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.